Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information for the customer to reset the pump on her own, with a follow-up planned if further assistance is needed.